Event description:
In 2009, the pt reported he had just changed the insulin cartridge of his infusion device and had a large air bubble in his cartridge. To troubleshoot, the pt was instructed to disconnect the tubing from his infusion headset and place his device in "stop". The pt tried to prime the air bubble out 3 times without success. He was then educated on how to manually push the air bubble out after removing the cartridge from the device. The pt was not able to remove the air bubble, and, after spilling the insulin in the cartridge, began filling a new cartridge. An air bubble appeared which the pt was assisted with successfully priming out. The pt was educated on the proper procedure to change the cartridge. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.